Event description:
It was reported that an advantage system was implanted to treat a patient with stress urinary incontinence on (B)(6) 2021. On (B)(6) 2021, the patient returned for removal of her urinary catheter. In (B)(6) 2025, the patient was diagnosed with vaginal mesh exposure. The patient had been experiencing recurrent urinary incontinence, persistent pelvic, lower back, groin, and leg pain, difficulty standing, and blood loss. Additional information received indicated that on (B)(6)2026, a complete laparoscopic removal of the mesh had been performed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2025. Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh extrusion. E2330 - captures the reportable event of persistent pelvic, lower back, groin, and leg pain. E2401 - captures the reportable event of difficulty standing. F1903 - captures reportable event of complete laparoscopic removal of the mesh on (B)(6) 2026.

Event description:
It was reported that an advantage system was implanted to treat a patient with stress urinary incontinence on (B)(6) 2021. On (B)(6) 2021, the patient returned for removal of her urinary catheter.in (B)(6) 2025, the patient was diagnosed with vaginal mesh exposure. The patient had been experiencing recurrent urinary incontinence, persistent pelvic, lower back, groin, and leg pain, difficulty standing, and blood loss. Additional information received indicated that on (B)(6) 2026, a complete laparoscopic removal of the mesh had been performed.

Manufacturer narrative:
Block a2: patient age has been updated based on the additional information received on (B)(6) 2026.block b3:exact date unknown, event occurred in (B)(6) 2025.block h6:the imdrf patient codes capture the reportable events of:e2006 - captures the reportable event of mesh extrusion.e2330 - captures the reportable event of persistent pelvic, lower back, groin, and leg pain.e2401 - captures the reportable event of difficulty standing.f1903 - captures reportable event of complete laparoscopic removal of the mesh on (B)(6)2026.block h11:with all the available information, boston scientific concludes that the reported adverse events of extrusion, pain, hemorrhage, urinary incontinence, blood loss, and difficulty standing are known risks of the surgical procedure. Visual inspection of the returned mesh reveals that the mesh has normal wear and tear from being explanted from the patient. Per the IFU, mesh is not intended to be removed, therefore the returned pieces are likely the result of mesh removal. A DHR review confirmed that the devices met all material, assembly, and performance specifications. A review was completed and confirmed that the patient events of extrusion, pain, hemorrhage, incontinence, urinary and injury, nos (not otherwise specified) are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and the IFU states that mesh is considered a permanent implant and that removal of mesh or correction of mesh-related complications may involve multiple surgeries. The IFU also warns that infection may require mesh removal and that foreign body responses, local irritation, erosion, exposure, or extrusion of the mesh may occur and could require surgical intervention. Based on the information available, the investigation concluded that the most probable cause for the reported event is known inherent risk of the device, which indicates that the reported adverse events are known and documented in the labeling. The complaint was against adverse events related to the implanted mesh, and no known device problem was identified. The returned mesh was observed to be in several pieces from the removal from the patient, and therefore a device cause code of no problem detected was assigned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025. Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh extrusion. E2330 - captures the reportable event of persistent pelvic, lower back, groin, and leg pain. E2401 - captures the reportable event of difficulty standing.

Event description:
It was reported that an advantage system was implanted to treat a patient with stress urinary incontinence on (B)(6) 2021. On (B)(6) 2021, the patient returned for removal of her urinary catheter. In (B)(6) 2025, the patient was diagnosed with vaginal mesh exposure. Currently, she has been experiencing recurrent urinary incontinence, persistent pelvic, lower back, groin, and leg pain, difficulty standing, and blood loss. No treatments/interventions were reported.